Event description:
Customer reported via phone call that the insulin pump was not storing any information including the bolus history and blood glucose readings. Customer mentioned that at times when she is priming she receives a no delivery alarm. Customer declined troubleshooting at the time of the call. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with all operating currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump passed the self test and error tests. No unexpected alarms occurred during testing however, an alarm was found in the alarm history file due to a corrupted history file. The pump was programmed with multiple basal rates and bolus deliveries, and all registered properly in the bolus history and the daily total history. The pump downloaded in the care link pro software and all basal and bolus deliveries registered properly in the care link history report. No unexpected bolus programming or memory anomalies were noted. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.